Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, which was successful, and the customer was advised to continue using the pump while monitoring for any recurring issues.